Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5151252.

Event description:
It was reported via voluntary medwatch that the patient had developed infection. The whole system including the right atrial lead was explanted. No further information was provided.